Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 112 mg/dl. Customer stated that her pump stopped working this morning. Customer has tried 3 batteries and the issue has not been resolved. Customer does not have a new aaa alkaline battery to test with the pump. Customer was advised that she will be shipped a replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.